Event description:
Harmonic scalpel malfunction during the procedure. Generator displayed instrument error. All steps were followed to correct the issue, but another instrument was used to complete the procedure. No patient consequence reported. Device will be returned.